Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for evaluation. During the evaluation the service technician observed visible foam particles inside the blower kit. The device displayed error codes e063(err_stuck_knob_key), e066(err_stuck_encoder_b), e065(err_stuck_encoder_a) and had dust contamination. The device was scrapped. In the previous report operator of the device, occupation, report source and health impact code were not mentioned correctly. Box b, g and h have been updated/corrected in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for evaluation. During the evaluation the service technician observed visible foam particles inside the blower kit. The device displayed error codes e063 (err_stuck_knob_key), e066(err_stuck_encoder_b), e065 (err_stuck_encoder_a) and had dust contamination. The device was scrapped.